Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 49 and 71 hours. The patient reported experiencing bilateral calf cramps, dizziness, difficulty walking, and symptoms described as feeling hot, sweaty, and lightheaded. The patient contacted their diabetes clinic via whatsapp and was diagnosed with diabetic ketoacidosis (dka) by their physician on (B)(6) 2026. The patient was advised to hydrate, take electrolytes, measure ketone levels, check blood glucose via fingerstick, and monitor their condition closely. Upon removal of the pod, the infusion site on the abdomen appeared red and swollen. A new pod was placed.